Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the right ventricular lead exhibited high impedance. Fluoroscopy revealed an insulation anomaly. The lead was capped and replaced (B)(6) 2013.